Event description:
Gebauer's pain ease is a prescription topical anesthetic. The ingredients are not listed on the can. When I notified the company, they said the package insert is in the lid. Dose: spray, prn/as needed, topical.